Event description:
A loose lead in an implantable cardioverter defibrillator caused the device to fire inappropriately (without evidence of arrhythymia) at least 14 times in a short time. Device was initially deactivated by medtronic personnel and was subsequently replaced.